Event description:
During an electrophysiology procedure using a reflexion spiral ep catheter, an electrode became detached. When the reflexion spiral ep catheter was pulled back into the fast cath swartz transseptal introducer and advanced again into the patient, resistance was noted. The catheter was removed and visual inspection revealed electrode 20 had detached and migrated down the shaft, overlapping electrode 19. There were no consequences to the patient.

Manufacturer narrative:
One reflexion spiral variable radius ep catheter was returned for evaluation. Visual inspection revealed electrode 20, along with the distal portion of its uv trim, was damaged and was pushed distally on the spiral loop of the catheter and detached form the conductor wire. Additionally, a section of the uv trim on the proximal side of the electrode 20 was detached. Additional investigation concluded the damage to electrode 20 was due to the variation of the nitinol hoop wire, which determines the location of the ring on the wire in relation to the bend in the shaft. Use of the straightener resulted in dislodgement of the uv trim and electrode from its original placement. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record and the analysis performed.